Event description:
It was originally reported to st. Jude medical in 2000 that during a follow up, premature battery depletion was observed. It was also reported that the ICD was unable to obtain r wave and pacing lead impedance. Co was later informed that the device had been explanted in 2001.